Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia in a laparoscopic repair. It was reported that after implant, the patient experienced recurrence at the left inferior portion of mesh, omental adhesions to the undersurface of the mesh, balled mesh, infection, nausea, vomiting, scar tissue, murky brownish fluid discharge, pain, fibrosis, inflammation, foreign body reaction, splenomegaly, abdominal pain and diastasis. Post-operative patient treatment included removal of prior mesh, removal of peritoneal foreign body, placement of new mesh, excision of chronically infected mesh, lysis of adhesions, omentectomy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia in a laparoscopic repair. It was reported that after implant, the patient experienced recurrence at the left inferior portion of mesh, omental adhesions to the undersurface of the mesh, balled mesh, infection, nausea, vomiting, scar tissue, murky brownish fluid discharge, pain, fibrosis, inflammation, foreign body reaction, splenomegaly, abdominal pain, abscess, mesh failure, incarcerated hernia, and diastasis. Post-operative patient treatment included removal of prior mesh, removal of peritoneal foreign body, placement of new mesh, omentectomy, excision of chronically infected mesh, lysis of adhesions, omentectomy, CT scan. Relevant tests/laboratory data b6: (B)(6) 2012: pathology report- reactive fibrosis, mild chronic inflammation and foreign body giant cell reaction surrounding synthetic foreign body surgical mesh material. (B)(6) 2015: CT of the abdomen and pelvis for abdominal pain noted new splenomegaly and a recurrent ventral abdominal wall hernia.

Manufacturer narrative:
Additional information: a4, b5, b7, d4 (expiration date), h4, h6(patient codes, device codes), additional codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia in a laparoscopic repair. It was reported that after implant, the patient experienced recurrence at the left inferior portion of mesh, omental adhesions to the undersurface of the mesh, balled mesh, infection, nausea, vomiting, scar tissue, murky brownish fluid discharge, and diastasis. Post-operative patient treatment included removal of prior mesh, removal of peritoneal foreign body, placement of new mesh, excision of chronically infected mesh, lysis of adhesions, omentectomy.